Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited loss of capture and impedance measurements greater than 2500 ohms. Upon inspection, the lead was found to have fractured due to a clavicle crush injury. The lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary. This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual observation noted that both the anode and cathode coils were slightly flattened and fractured at 23.2 cm from the terminal pin. It was concluded that the damage to the lead was most likely due to clavicle entrapment due to location and type of damage.